Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once the product is returned or additional information is obtained. The date of manufacture is unknown. The date listed is the date when abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted. The customer was contacted in follow-up and clarified there was no third-party medical intervention, just consultation with the hcp. The initial MDR was sent in error. This medical event does not meet reportability criteria.

Event description:
Customer reported experiencing skin irritation while wearing an adc freestyle libre sensor. She further reported the insertion site was notable for the presence of ¿red, dried and itchy skin¿. On (B)(6) 2019 customer had contact with a healthcare professional who provided unspecified treatment. Attempts to gather additional information have thus far been unsuccessful. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once the product is returned or additional information is obtained. The date of manufacture is unknown. The date listed is the date when abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported experiencing skin irritation while wearing an adc freestyle libre sensor. She further reported the insertion site was notable for the presence of ¿red, dried and itchy skin¿. On (B)(6) 2019 customer had contact with a healthcare professional who provided unspecified treatment. Attempts to gather additional information have thus far been unsuccessful. There was no report of death or permanent injury associated with this event.